Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 8070rtc - et tube w/ stylet, cuffed size 7 would not hold air in balloon for a spine procedure.a decision was made to flip the patient supine and reintubate with a new ett (endotracheal tube). The cuff was checked prior to intubation for loss of air, and none was present but a small hole in the balloon cuff was found.at this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.